Event description:
It was reported that during implant attempt, during the second attempt to position the lead there was no movement from the helix. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was distorted. The helix can not be extended or retracted due to the distal conductor distorted within the connector. There was blood in/on the helix/lobe mechanism (sleeve head) and mechanism. Tip seal observation and damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.